Event description:
Event description guidant received info that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) earlier than expected. During the explant, electrocautery was used. The pacing noise response was programmed to doo; however, pacing inhibition was observed due to oversensing. The device was explanted and replaced with an adverse pt affects. The device has been returned for analysis.